Manufacturer narrative:
E: first name and last name of initial reporter is unknown. G2: country of origin is japan. H6: neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. ¿this regulatory report is being submitted due to retrospective review.¿ medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient having spinal therapy. Pre-op diagnosis of patient was osteoporotic vertebral fracture. It was reported that, fenestrated screws was inserted into t11/l1. Slight cement leakage from the right t11. There were no patient symptoms reported. The product was used properly as per the instructions in the package insert and the procedure manual. There were no patient symptoms reported. No further complications reported regarding the event. Additional information received from manufacturer representative stating there was no malfunction associated with cement. Procedure performed was fixation. There was no manufacturing issue associated with reported fns screw.